Event description:
It was reported that, "the patient presented to the doctor approx 3 months ago with knee pain. X-rays revealed complete medial compartment loss and the sunrise view showed that the baseplate was broken, so the surgeon revised." The exact implantation date was not provided, however it was indicated that the reported devices were implanted approximately in 1992.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.